Event description:
The port was implanted 9/5/97, and became "non-functional" a dye study was done, which showed contrast pooled in the tissue around the port pocket. The port was removed 9/19/97. No other details are available.